Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was attempting to advance the delivery/stent device in a heavily calcified rca lesion. He was unable to cross the lesion and elected to retract the delivery/stent device back into a 6f ll mach 1 guide catheter. The stent dislodged at the guide catheter. Attempts to snare were unsuccessful and the stent remained in the proximal segment of the rca. The physician used a balloon catheter to "smash" the undeployed stent against the vessel wall. Patient status was listed as "okay".